Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the patient's implantable cardioverter defibrillator exhibited oversensing of myopotentials. Programming changes were made. The patient had no adverse consequences.